Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc dispatched a siemens customer service engineer (cse) to service the instrument. The service request was canceled. The instrument with the flagged result was de-installed and a new instrument was installed at the customer's site. No further action can be taken as the instrument has been de-installed and is no longer in use at the customer's site. The cause of the "abnormal reaction" flagged vancomycin result being reported out is due to user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, "abnormal reaction" flagged vancomycin result was obtained on one patient sample on a dimension exl 200 instrument and was reported out to the physician(s). The customer repeated the same sample on the same instrument, resulting similarly but without a flag. The customer did not issue a corrected report to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the "abnormal reaction" flagged vancomycin result being reported out.